Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the physician noted that the right ventricular lead insulation was worn; no electrical abnormalities were noted. The lead was successfully capped and replaced. The patient was in good condition post surgery and would continue to be monitored.